Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's permanent implant procedure, the scs lead exhibited high impedances. An sjm representative was unable to resolve the issue with troubleshooting. As a result, the procedure was extended by an hour and subsequently, the lead was replaced with a new lead.